Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number (B)(6)) was confirmed via log file analysis. Submitted log files captured backup battery fault alarms on 30nov2025 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The log files also captured the driveline being disconnected and the controller being shut down, which is consistent with the report of the patient exchanging their system controller. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the backup battery fault alarms have not recurred since the system controller exchange, and no further related issues were reported. The backup battery was replaced in the exchanged system controller, which was made the patient¿s backup. The system controller was not returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated in order to further investigate backup battery fault alarms on the system controller. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for analysis. On (B)(6) 2025, there was a backup battery fault alarm. While waiting for a call from the ventricular assist device office, the patient changed out the system controller. The patient went to the clinic and they replaced the back-up battery in what is now his back- up controller. The attached files are from previous primary controller, (B)(6), which had the backup battery fault alarm. As this battery was over a year old, they did not request a warranty replacement. The patient felt a bit "bad" during the change out but felt better almost immediately once the change out was completed. It appeared that the patient did not connect to the power module/mpu in the evening from on (B)(6) 2025. The event log confirmed the backup battery fault on 30nov2025 from 09:58 to 11:37 when driveline was disconnected. The emergency backup batter (ebb) fault was due to the ebb failing the load test. The patient has not reported a recurrence, and the equipment will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.